Event description:
Ventricular lead had sensing difficulty and highly variable resistance measurements. New lead was installed and old lead was left in place. This was found during end of life replacement of pulse generator.